Manufacturer narrative:
Reported event of post-operation dislodgement was not confirmed. Visual inspection of the device found the helix to be out of spec. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of post-op dislodgement was not confirmed. Visual inspection of the device found the helix to be out of spec. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported that a right ventricular leadless pacemaker became dislodged. The device was explanted to address the issue. Patient was stable.